Event description:
Coeur, inc. Was notified by suntung fat trading co. Ltd. Via e-mail on 08 october that a hospital reported a leakage occurrence as an adverse event. They reported 4ea c853-0211 syringes were leaking during use. There was no patient injury.

Manufacturer narrative:
Coeur, inc. Has no details regarding how the product was used. The product insert warns against over pressurizing and about the risks of use of products that leak. The products were not returned to enable an evaluation for potential root causes. Records for the past 5 years were reviewed and no customer reports of this type were reported. In accordance with relevant guidance that there should be a predisposition to report, coeur, inc. Is submitting this incident report. This report is not an admission of liability by coeur, inc. For the event and its consequences described within this incident report. This report does not represent a conclusion by coeur, inc. That the content of this report is complete, nor does it confirm that the device failed in any manner. For the avoidance of doubt, the report is also not a conclusion that the device caused or contributed to any adverse event or incident.